Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the manufacturer representative (rep) stated that the patient had an MRI two days ago and no motor stall recovery were seen in the logs. The manufacturer's technical services specialist (tss) told the rep to reinterrogate the pump. The rep stated that the recovery showed up in logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.